Event description:
It is reported by mr. (B)(6), male nurse of the hospital, that the pump displays a current pressure of "o", but is pumping continuously and very strong. The pressure was reduced to15 mmhg during surgery, but there was a strong expansion of the joint and a tissue edema.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Visual inspection : no physical damages seen on the unit. Seal was intact. Functional inspection : the pump booted up with the following software version: 01.04.05. The critical error log was also reviewed and there were no errors experienced by the customer. The hardware on the user profile setting hellioskiel3 was 5.8mm / 4.0x140mm. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The unit was also run using the customer's user profile setting hellioskiel3 with a set pressure of 50% and 100% flow. The crossfire had a footswitch and shaver connected. The crossflow tube set were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was able to maintain pressure during this test. The customer complaint was not duplicated, no problem found. The probable root cause could be user settings. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by mr. (B)(6), male nurse of the hospital, that the pump displays a current pressure of "o", but is pumping continuously and very strong. The pressure was reduced to 15 mmhg during surgery, but there was a strong expansion of the joint and a tissue edema.